Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During investigation of a complaint involving sql error messages (reported in MDR 1644487-2010-02856), the physician's dell x50 handheld device was returned to the MFR and product analysis was performed. During the analysis, it was identified that the handheld would lose power intermittently when the serial cable was moved. Continuity testing was able to identify an intermittent negative electrical connection in the power supply connector of the hhd serial cable. The cause for the open connection is associated with the leaf spring in the serial cable plug not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis.